Event description:
Event description guidant received information that during the implant procedure the physician was unable to cannulate the coronary sinus ostium. Additionally the guidewire slipped into the patient's vasculature. Finally the coronary sinus was able to be cannulated using this left ventricular lead, however the lead would not stay in place after the sheath was removed, and eventually the lead migrated out of the coronary sinus. A venogram indicated a significant dissection of the lateral vessel. Eventually the guidewire was snared by way of a femoral approach technique in two minutes. The physician used 12-14 different catheters, however they continued to bend due to the physician's aggressive technique. The patient was noted to have a sick heart.